Event description:
It was reported that at unpacking there was no balloon in the package. The only item in the package was the two-way stopcock.

Manufacturer narrative:
The complaint sample was not returned for evaluation, and the complaint description could not be confirmed. The device history record for this device has been reviewed for manufacturing issues. The device history record review, confirms that all pouches in this lot contained product, after being sealed. The root cause of this complaint could not be definitively determined.